Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump and a correction injection via manual insulin therapy. To resolve the occlusion issue, the customer changed the infusion set and cartridge, after which insulin therapy was resumed successfully. There was no reported need for third-party assistance.